Event description:
On (B)(6) 2011, a patient was being implanted with a gore propaten vascular graft. It was reported to gore that before the graft was opened, (the distal anastomosis was completed, not the proximal anastomosis), the patient started to clot everywhere and the patient's act started going down. This occurred approximately 15 minutes after a heparin bolus was administered. The graft was removed and replaced with a non-heparinized graft.